Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the cassette was found to be leaking from the filter in the extension tubing when the patient brought it home. From the duration that the pump was found to be leaking, to the time he returned to the clinic to disconnect the pump, it was discovered that about 52ml of the drug (blinatumumab) had leaked. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
Other text: additional information h6, h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. One sample was received without their original packaging and in used condition. During the leak test, a leak was found fleeing from the air vent of the filter in the sample, the failure mode reported was confirmed. Root cause could not be determined through analysis of the returned set, investigation into this issue suggests the presence of surfactants as the likely root cause. By the date that this investigation report was documented an update to the instruction for use specify that surfactants include silicone-based lubrications on syringes and vials can be transferred to medication solution, which were addressed to packaging and labeling design plan. The lot number for this investigation was manufactured before the implementation of these changes.